Manufacturer narrative:
The patient¿s gender was requested but has not been provided. Approximate age of device ¿ 2 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, the patient was admitted for a gastrointestinal (gi) bleed. The patient is losing weight to be considered for heart transplant. Additional information was requested but none has been provided.